Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02393. The patient is implanted with two scs systems. It is undetermined which of the ipgs is inoperable. Both ipgs are being reported. It was reported the patient has not charged one of her scs ipgs in several months. The patient stated her scs ipg will not communicate with external devices. A sjm representative met with the patient and confirmed one of the patient's scs ipgs is inoperable. Surgical intervention is planned for a later date to address the issue.